Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a 5.8 cm diameter abdominal aortic aneurysm. Aortic neck was 21-22 mm in diameter, approximately 2 cm long, and straight. Iliacs had unremarkable calcification and tortuosity. The endurant bifurcated stent graft was able to be delivered and deployed very easily and quickly. The final angiogram showed a small type IV endoleak, described as a blush, right at the flow divider. There was also a possible type ii endoleak. No intervention was performed, and the patient will be monitored by the physician. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results - inherent risk of procedure (endoleak). (Unknown cause of endoleak). Patient's condition affected effectiveness of device (anatomy related; type 2 endoleak). Evaluation, conclusion: (unknown cause of endoleak). Device failure/lack of effectiveness related to patient condition (anatomy related; type 2 endoleak).